Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data confirms hypoglycemia on the reported event date. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Bionic reports show evidence of failure to use the device properly by not announcing meals and over-treating hypoglycemia, indicated by periods of prolonged hyperglycemia as well as hyperglycemia following hypoglycemia. The patient received additional training from a clinical support specialist (cds).

Event description:
On (B)(6)2024 and ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6)2024. On (B)(6)2024 the user passed out at work and was taken home. An ambulance was called, and the ilet pump was turned off during the event. The user stated they experienced a low blood glucose (bg) level of 50 mg/dl but could not recall the cause or the treatment received, except for drinking some orange juice provided by ems. The user requested assistance in turning the pump back on. The agent instructed the user to place the ilet on the charging pad, and the user successfully turned the pump back on and reconnected.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.